Manufacturer narrative:
Insulin pump was monitored for 48 hours with multiple basal rate. Insulin pump did not shut off, display anomaly or blank display noted. All operating currents were within the specification, no unexpected low battery, battery out of limit or off no power alarm noted, however the battery tube was corroded. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage inside insulin pump noted.

Event description:
It was reported that the insulin pump alarmed battery out limit after a battery change. Customer also stated that the insulin pump shut off during a bolus. Customer's blood glucose reading at the time of the call was 10 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.